Event description:
It was reported the patient presented in clinic feeling fatigue. The pulse generator exhibited backup vvi mode. After a software download, the device resumed normal function.

Manufacturer narrative:
No medwatch form was received.